Event description:
It was reported via phone call, that the customer's insulin pump had a blank display, button error alarm, and was exposed to moisture. Customer's blood glucose level at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump received no button response due to corroded keypad traces. No button error alarm. The insulin pump received with moisture damage at electronic assembly. No blank display noted. The insulin pump was unable to perform displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.